Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier scanner was not functioning, and the user was unable to log in to the station using biometric identifier. The user also reported that the station was prompting for a witness during login attempts. The station was rebooted; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier scanner was not working and was unable to login to station. A technical support specialist (tss) connected to the station and applied the required knowledge article "bioid lumidigm update package 1.3 release for es-failure recovery fix". The tss proceeded with the remote software services installation using the appropriate option and completed the installation successfully. The tss performed post installation verification and confirmed that all required services were running. The system functioned as intended after the technical support specialist troubleshot the device.